Event description:
It was reported that during surgery the hose has an incision and was damaged. Surgery was completed with manual instrumentation from s+n.

Manufacturer narrative:
Additional info: d10, g4, g7, g9, h2, h3, h6, h10. Results of investigation: the device, used in treatment, was returned for evaluation. A relationship between the reported event and the device was established as the reported problem was confirmed. A complaint history review found similar reports, this issue will continue to be monitored. DHR review found that no conditions that could contribute to the reported event were found. The reported product met manufacturing specifications prior to being released for distribution. The surgical user's manual released at the time of the complaint ((B)(4)) provides instructions for the user in the "navio¿ surgical system preventative maintenance¿ section: "inspect all cables and power cords for signs of damage or deterioration. Replace as necessary." Accordingly, product labeling has been ruled out as a cause of the complaint. The performed clinical / medical investigation indicates: "the surgeon converted to s+n manual instrumentation and completed the procedure with no patient injuries involved. Therefore, no further medical assessment is warranted at this time." Should any additional information be provided, this complaint would be re-assessed. Visual inspection confirmed the reported problem. There is a gash in cable 15" from connector. The drill head rotates 360 degrees without stopping. No additional non-conformities were identified. This failure is an identified failure mode within the risk assessment. The root cause was established to be user error. No containment or corrective actions are recommended at this time.

Manufacturer narrative:
Additional info: g4.